Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, during the apposition of the posterior interrupted stitch, the suture needle fractured, resulting in a retained fragment within the subcutaneous tissue. The incident was immediately recognized, and efforts were made to locate and remove the fragment including assessment of the drapes, tv uss and further surgical exposition of the planes. Despite multiple attempts, the fragment could not be retrieved. The situation was escalated, and an intraoperative x-ray was requested. While the x-ray confirmed the presence of the needle fragment, precise localization was not achievable. The case was further escalated to the on-call consultant and another consultant, who both attempted manual palpation and retrieval without success. Subsequently, the on-call colorectal surgeon was consulted and advised against further exploration to prevent potential injury to the perineal and rectal muscles. The case was discussed with the interventional radiology team, and a CT scan was planned for the following morning to assess the exact position of the retained needle fragment. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - in which tissue structure was the broken needle located? - does a fragment of the needle remain in the patient¿s tissue? If so, ¿ is there any plan in place to remove the needle piece in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located? ¿ what is the surgeon's opinion of the potential consequences for the patient? - was there any additional tissue damage resulting from the search for the needle piece? - what is the current status of the patient? - it was reported that the event date is july 25, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned h6 component code: c22 - photo analysis additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a closed foil with product codes w9919, lot #av0575, expiration date 2028-10, an empty winding former and a section of the product box. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. Part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.